Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the reported issue could be replicated.

Event description:
A site representative reported that, while in a spinal fusion, a 5 millimeter imprecision was observed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.